Event description:
At the start of a lumbar decompression surgery, the light field diameter of the pentero microscope could not be automatically or manually adjusted to an appropriate size. No other microscope nor the surgeon's loupes were available. The surgeon was able to get good decompression on the spine, but could not see well enough to cauterize a cut blood vessel. A hemostatic agent was used to stop the bleeding sufficiently to close the case. The usual 1 hour procedure lasted 4.5 - 5 hours, during which an unplanned urinary catheterization was performed. The patient was discharged with a wound drain.